Event description:
A report was received that the patient had to charge the ipg frequently and that the ipg had communication difficulty with the remote control (rc). It was noted that the patient's ipg would not hold its charge after having a non-device related surgery wherein an electrocautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had to charge the ipg frequently and that the ipg had communication difficulty with the remote control (rc). It was noted that the patient's ipg would not hold its charge after having a non-device related surgery wherein an electrocautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))